Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data - method code has been updated.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's experienced ineffective stimulation. A manufacturer representative confirmed the ipg as unable to connect the ipg. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was established, post-operatively.